Event description:
Procedure type: colectomy. According to the reporter, after the device was fired, it was found to be difficult to remove. The doughnut was inspected, and an incomplete cut was found. Reportedly, suture was used to complete the procedure. Reportedly, no tissue or blood loss occurred. Surgical time was extended due.